Manufacturer narrative:
A3- information on patient gender was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that review of the submitted left ventricular assist device (lvad) event log file revealed rot_noise events on (B)(6) 2023 from 02:08:54 to 02:08:55, with increased noise values of 92 and 100 um.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files revealed a transient increase in rotor noise values, resulting in rotor noise faults; however, a specific cause for the change in rotor pump parameters could not be conclusively determined through this evaluation. The controller event log files collectively contained events from 01jul2023 through 12jul2023 and from 07aug2023 through 14aug2023. No notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the set speed. The left ventricular assist device (lvad) event log files collectively contained events from 28jun2023 through 12jul2023 and from 07aug2023 through 14aug2023 a transient increase in rotor noise, resulting in rotor noise faults, was observed on (B)(6) 2023. Shortly after, rotor noise values returned to baseline and no further related events were observed. No other notable events were observed, and the pump appeared to have operated as intended. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The IFU provides an explanation of all pump parameters. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.